Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 3 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted on (B)(6) 2016 to the hospital due to weakness and was found to have a gastrointestinal bleed. Upon admission, the patient had a hemoglobin level of 3.8 g/dl and an inr of 5.1. Aspirin was discontinued. An endoscopy revealed numerous arteriovenous malformations (avms) which were cauterized and clipped. The patient remains off of aspirin with a new inr goal of 1.5-2.0. The patient was discharged at the end of march with no further issues.